Event description:
During pci the patient had one unknown lot# endeavor sprint rx drug-eluting stent implanted. On 7 days post index pci the patient experienced stent thrombosis which was treated with tvr. Patient expired during the same hospital stay.

Manufacturer narrative:
Evaluation, results: unknown (root cause could not be determined); inherent risk of procedure - (death, stent thrombosis). (B)(4). Outcomes of patients treated with the everolimus-eluting stent versus the zotarolimus- eluting stent in a consecutive cohort of patients at a (B)(6) medical center. Date of event (publication date) - year/month valid.